Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The event was further described as ¿solution was leaking through the cassette through the door¿ of a homechoice claria device. This occurred during fill one of five of automated peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with ending the therapy session and advised the patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d1, d3, d4, g4. H4. D1: brand name: replace homechoice automated pd set with cassette with intergrated apd set d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4) with (B)(4). G4: combination product: add no (previously blank). H4: device manufacture date: change from 02/26/2024 to 02/23/2024. Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.